Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease folds, wear abrasion and a curved opening. A leak test and microscopic analysis was performed which identified a curved cracked opening in the valve assessed as cracked valve seat diaphragm valve and a sharp linear opening on the patch bond edge in the same location of the crease assessed as a fold flaw opening. Based on the device analysis the final assessment is: a crack opening on the valve assessed as cracked valve seat diaphragm valve. Also noted was a sharp crease opening assessed as a fold flaw opening.

Event description:
Healthcare professional additionally reported "hole in valve." Device has been explanted.